Event description:
The PICC was found leaking, and had a rupture directly on the catheter. The catheter was changed after insertion.

Manufacturer narrative:
The device was returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.

Manufacturer narrative:
Examination found that the sample was not leaking at the junction between catheter and wing. But, as described by the customer a leakage could be detected at 17.5 cm from the distal end. A microscopic showed a very little cut. Because the customer detected that leakage post installation, it is assumed that mechanical damage was due to the splitting process of the introducer needle. No corrective action will be instituted at this time, but vygon will enter this into the complaint database and will remain vigilant for this type of complaint.